Manufacturer narrative:
The pod was received with the soft cannula deployed, slide insert visible in the viewing window, and formed needle retracted. Inspection of the needle mechanism components found no damages or manufacturing deficiencies that would result in a needle mechanism failure. The pod ran for 346 pulses and was deactivated by the user.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported ER visit and hyperglycemia. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, freedom from hazard alarms and confirming that the device deployed the cannula correctly.

Event description:
It was reported that the patient visited the emergency room (ER) due to high blood glucose (bg) levels >500 mg/dl and high ketones, while wearing the pod on the hip/buttocks area between 4 and 24 hours. It was noticed that the pink slide did not move forward, indicating a failure of the needle mechanism. At the hospital, the patient was given bolus as treatment (method unknown).